Manufacturer narrative:
Continued: e1: zip code: (B)(6). Address 2: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "hardness/stiffness, pain and deformity", "lobulation", "capsular contracture, baker grade unknown", and "several cystic echogenic nodular formations". This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. ¿ deformation: observed. As per the investigation procedures creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV (hardness/stiffness, pain and deformity), lobulation and deformed appearance were observed in the contour and "several cystic echogenic nodular formations". The device has been explanted and replaced with a non-abbvie device.